Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the pump's accuracy was tested and found to meet specifications. However, a small deviation was observed in 1 of the 3 treatments found in the event log. Conclusion: no investigation conclusion is available yet. Eitan medical continues to investigate this complaint. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from (B)(6). A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: a small deviation was observed in one of the treatments found in the event log. The investigation established this is related to the pump's small positive accuracy compensation under backpressure conditions. The pump's accuracy was tested under normal conditions and found to meet specifications. Furthermore, the pump was visually inspected and no damage that could have caused or contributed to the complaint was identified. Conclusion: a small deviation was observed in one of the treatments found in the event log. The investigation established this is related to the pump's small positive accuracy compensation under backpressure conditions. No additional factors that could have caused or contributed to this complaint were found. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention were reported.

Manufacturer narrative:
Event log has been received and is currently under investigation. Investigation findings will be provided in the follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.